Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the pump was reset and the malfunction alarm was cleared. It was also reported that a cartridge change error occurred during the load sequence. Reportedly, customer loaded a new cartridge and resolved the issue. Customer's blood glucose level was 151-152 mg/dl.